Event description:
The pt was at home and had vomiting. She felt something "pop" in the area of her previous spinal fusion. The crosslink was at a high load bearing region (t12/l1). When the pt vomited, additional stress was placed on this area.